Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse was not able to confirm or reproduced the complaint. Fse found the sample loop contaminated and replaced it, calibrated the analyzer and successfully ran precision on a patient sample without any errors and within acceptable range. Fse successfully validated the analyzer by performed qc run without error and within acceptable range. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The most probable cause of the reported event is due to contamination of sample loop.

Event description:
A customer reported getting higher than expected hba1c results on the g8 analyzer. The customer reported all quality control was in range and the g8 reported a patient's result was 0.75-1.0% higher than expected when compared to reference lab results. The patient's physician requested that the performance of the g8 analyzer checked since this was a second occurrence within a month. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the higher patient results.